Manufacturer narrative:
Batch review performed on 28 june 2016. (B)(4). Additional information received on 30 june 2016 and includes: x-rays are not available.

Event description:
Due to a suspected stress riser-fracture, quadra h stem, mectacer head and dm liner were removed.